Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a shocking/jolting sensation while the stimulation was on. There was swelling around the leads and device, and it felt like the leads were going to poke through the skin by the pt's collar bones. It was also stated that the pt "broke many systems in the past". Further info is being requested from the hcp.